Event description:
It was reported that, "inner sterile package had been compromised. The stems had protruded through the inner sterile package. Had to use triathlon ts stem as last resort since both stems were compromised."

Manufacturer narrative:
Other device listed in the report: catalog #: 6478-8-270, lot #: lzmfe. Expiration date: 06/2010. Other # (sterile lot #): f61cb. Device manufacture date: 06/2005.